Event description:
Customer called to report the pump had a no delivery alarm while priming. Troubleshooting was performed. Device alarmed before the test was completed. Also it was stated that the unit did not have an audible tone. Device was not dropped, bumped, or exposed to moisture.